Manufacturer narrative:
(B)(4).

Event description:
It was reported that when patient presented to the clinic the device was in backup vvi mode. The patient noted receiving several shocks, which were confirmed through device image and are suspected to be inappropriate. A device download was performed successfully, and subsequent check was normal. The patient was in good condition following the procedure.